Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported her insulin pump alarmed no delivery during normal use. This issue has been going on for weeks. Customer has gone through several infusion sets. Her doctor made some adjustments to the insulin pump, but customer stated she is still experiencing highs. Customer's blood glucose was 237 mg/dl. In troubleshooting, no insulin pump anomalies were found. Customer is returning the reservoir for analysis. Nothing further reported.